Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center scope tower when connected to another scope the secondary monitor will flicker. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field e2, e3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 year since the subject device was manufactured. The device was not returned to olympus for physical evaluation. However, troubleshooting via phone support was performed. A bent pin on the dvi-d dual link cable was found. The issue went away after the user straightened out the bent pin. The customer was advised to replace the dvi-d dual link cable with a new one. Based on the results of the investigation from the information obtained, it is surmised that reported event occurred because the connector terminal pins were bent. Olympus will continue to monitor field performance for this device.